Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was due to a controller issue. Pt reported that they were charging the ins last night (date valid) when all of a sudden the controller screen went black. Pt stated that they took the li-battery pack out for a few seconds and put the pack back into the controller, where the issue seemed to be resolved. Pt stated that the controller screen then went white, so they performed another controller reset. Pt noted that after the second reset, they went to charge the ins. Pt stated while charging the ins, the controller battery is at 100%, the ins battery is at 40%, but there is no charging indicator at the bottom, even though the rtm is plugged in. Pt noted that they have a hard time taking the battery out, they keep the controller on their coffee table, and charge their device every night. An email was sent to the repair department to replace the device. Pss asked for the managing hcp, and the pt just stated that because they don't remember the hcp's name, they call the hcp dr. "Pain". Pt noted their rep is (B)(6) and they are seeing the rep on friday to go over the therapy. Additional call recording available for this case. No symptoms or patient complications were reported. Additional information was received. It was reported that they received the replacement controller and when pairing the controller with the implant, they plugged in the recharger to connect to the implant and the controller would not recognize the patient's recharger was plugged in and the screen would not advance past the connect the recharger screen. The patient (pt) said they called their manufacturer representative for assistance but they could not resolve the issue. On the call, the pt woke the controller; pt confirmed controller was on connect the recharger screen. Pt connected the recharger, but the screen did not advance to position the recharger. An email was sent to repair to replace the recharger (rtm). No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745, lot# serial# (B)(6), product type: programmer, patient product ID 97755 lot# serial#:(B)(6), product type: recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), h3. Analysis was performed on [product ID: 97755, serial/lot #: (B)(6)] analysis found that there was a recharge antenna failure, controller wont power on when rtm is plugged in. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.